Event description:
Intuvie received a report indicating that one of the infusion pumps did not alarm for "air in line" during an infusion. The medication being infused was paclitaxel. The pump was programmed for a primary infusion with a flow rate of 40 ml/hr and a vtbi of 50 ml at the time of the issue. The infusion was completed successfully, and no patient harm was reported.

Manufacturer narrative:
Intuvie received a report indicating that one of the infusion pumps did not alarm for ¿air in line¿ during an infusion. The medication being infused was paclitaxel. The pump was programmed for a primary infusion with a flow rate of 40 ml/hr and a vtbi of 50 ml at the time of the issue. The infusion was completed successfully, and no patient harm was reported. A review of the device¿s serial number history identified one similar complaint. The device was returned for evaluation; however, the reported ¿no air in line alarm¿ failure mode was not reproduced, and the issue could not be confirmed. The probable cause remains undetermined. During evaluation, a 30 psi occlusion test failure was observed. This failure mode was confirmed and attributed to an out-of-calibration condition. The issue was successfully resolved through recalibration of the device. CAPA-zm2023-23 was initiated to investigate the root cause for the failed occlusion failure mode. CAPA-zm2023-08 was initiated to investigate the root cause for the air in line failure mode. Reference to complaint#: (B)(4).